Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number for the spyscope ds ii access & delivery catheter and 3005099803-2024-02049 for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and a spy ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy procedures performed for the treatment of biliary stones in the biliary duct on (B)(6) 2024. During the procedure, the spyscope ds ii did not provide an image. The spy ds controller was disconnected and reconnected; turned off and on a few times without success. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.